Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Initial implant was done (B)(6) 2016. Patient returned for a routine follow-up where a computed tomography angiography (cta) showed a possible type 1b endoleak. Upon angio done in operation room, a type 1b endoleak in the right common iliac was noted. Physician elected to emobilize the right internal iliac and implant a limb extension into the main body limb to extend the limb into the right external iliac. No leak was observed on final angio. Patient is reported as stable.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event. It is likely that anatomical conditions such as a pre-existing right common iliac artery aneurysm, along with extensive, pre-existing vascular disease contributed to this event. There were no procedure related issues, user related issues, off-label related issues, or cautionary product use conditions that could be detected. Associated clinical harms for this device failure included: type ib endoleak; secondary endovascular repair. The final patient disposition was reported as stable. To date, there has been no reports of further negative patient sequelae. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information; at the completion of the clinical evaluation there was information to support the patient had a surgical evacuation of a right groin hematoma six days post initial implant on (B)(6) 2016.